Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-mar-2019, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 02-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. It was reported that the patient had their stimulator to help with their back and hip pain. Patient stated the hip pain got worse. It was reported the stimulator was removed. Patient reported they think everything was removed. However, hcp was concerned if part of the lead was left implanted. No further complications were reported/anticipated.